Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during bolus and basal delivery. The customer reported a blood glucose (bg) level of 340 (mg/dl). Manual injections and boluses were delivered to address bg levels. Troubleshooting with tandem technical support was started but not completed at the customer's request. It was recommended that the infusion site be changed.